Manufacturer narrative:
No device returned for inspection: no product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Event date is unknown. Lot number was not provided/known. Device was requested and not returned to manufacturer. Not returned to manufacturer.

Event description:
The doctor indicated that the abutment screw fractured and the screw fragment remains within the implant.